Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported dull trocars during two separate vitrectomy cases. Upon follow up, the reporter informed that there was no patient harm. A product sample has been requested for evaluation. There was no additional information provided. This is the first product report associated with the reported event.

Manufacturer narrative:
A product sample was not returned for evaluation; therefore, the condition of the product could not be verified. The lot history review and device history record review could not be conducted as a lot number was not identified for this report. The root cause for this report cannot be determined. (B)(4).